Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the caller on how to put the pump into storage mode before returning it with a pre-paid label. The caller acknowledged the instructions and planned to use manual daily injections as backup therapy to ensure insulin delivery was not interrupted.